Manufacturer narrative:
(B)(4).

Event description:
It was reported that a noisy electrogram channel was noted via remote transmission. Patient was asymptomatic. No other anomalies were reported. There was intermittent high amplitude noise signal on the custom rv coil to can channel that was not sensed. It was suggested that the lead be tested at the next clinic check.